Event description:
A user facility reported this lma leaked while it was being used in a pt. The crna continued to use the mask and periodically added more air. There was no pt injury or problems. The mask has been received at lma north america and will be forwarded to the MFR for evaluation.